Event description:
During follow-up, the device was found in backup mode. Abbott technical support was contacted and recommended device replacement, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.